Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlm552 batch number, and no non-conformances were identified. Investigation summary: an empty opened foil, a labeled winding former with a re-parked detached needle of product code y936, lot # mlm552 were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes that the suture was broken at the needle. The other section of the suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke off from the swage after a few passes through dermal tissue. A like device was used to complete the procedure successfully. There were no adverse patient consequences reported.